Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that this lead is 20 years old. Troubleshooting options were discussed and recommended, including to evaluate the rv lead. Currently, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that this lead is 20 years old. Troubleshooting options were discussed and recommended, including to evaluate the rv lead. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.